Event description:
A baxter field service rep reported an infusion pump with an 808:03 failure code. The facility was contacted by baxter's service shop, and the hosp rep stated that there have been no reports of any pt incident since the last baxter service event.